Event description:
It was reported that the trek dilatation catheter was inserted into the heavily calcified first diagonal artery, but would not hold pressure during attempts to predilate the lesion. The trek was removed from the anatomy and was found to have a pinhole on the hypotube. The physician believes the trek caused no reflow in the target lesion when the contrast medium with saline leaked into the vessel. The patient experienced angina and had st elevations on electrocardiogram (EKG). No myocardial infarction was experienced. Adenosine and nitroglycerin were administered and the pain and st elevations resolved. A non-abbott stent was implanted in the target lesion without further incident. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported pinhole in the shaft was confirmed. Based on visual inspection, functional testing, and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.